Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated: b3, b4, b5, g4, h1, h10.

Event description:
It was reported that the second channel works without any interaction from the operator. The device was switched on and was store at the back of the operating room because the surgeon did not need it during the surgery, there were no pipe and no cuff connected. Suddenly the device began to inflate both sides (red and blue) whistling was noisy and disturbing for the surgeon. To stop the device the operator had to connect pipes and cuffs as if a new surgery began. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign report source: (B)(6).

Event description:
The second channel works without any interaction from the operator. No adverse events were reported as a result of this malfunction.